Manufacturer narrative:
Concomitant medical products: product ID: 9660651r (axiem portable refurb) , serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem box for this system was not able to establish a connection to the system. The site had tried multiple reboots with different connection orders with no change. There was no patient present.